Event description:
It was reported that the remote monitor was unable to establish telemetry with implantable pulse generator (ipg). Troubleshooting steps were taken to no avail and the patient was referred to the clinic for further assistance. The monitor and ipg remain in use. No patient complications have been reported as a result of this event.